Event description:
On 8/13/1998, while doing capsulotomy on left breast, the implant was removed & it was noted that saline appeared cloudy. Several cultures were taken from different areas including saline inside of implant. Area was irrigated with antibiotic solution & closed. No implant was reinserted pending results of cultures. (Implant intact on removal).